Manufacturer narrative:
This is a combination product. (B)(4). Report source, foreign - event occurred in (B)(6). One video and one picture (extracted from the video) have been received. The reported event was confirmed as it can be seen that the cement powder leaked outside the inner pouch. The product analysis can't be performed as the product was not returned. The complaint is related to a well-known event, previously evaluated and investigated. No further investigation is required as per 21 cfr part 820.198 complaint files §(b) and (c). Investigation results concluded that the reported event was due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that, during the surgery, a pack of refobacin bone cement was opened to the scrub nurse in or. As reported, the pack was made of 2 packages, one non sterile paper package and one sterile package. It was reported as well that the paper package was peeled in order to take out the sterile package. As reported, when the non sterile package was opened from the top and revealed the sterile cement pack, the scrub nurse grabbed and pull it out. As reported as well, it was then noticed that there was a leakage of cement powder at the bottom of the inner package. In addition, a video showing the issue has been provided by the complainant. It was also reported that the cement package has been thrown away due to contamination. No adverse event has been reported as a result of the malfunction.